Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) - 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) - 200-02-38 - three peg patella 38mm.

Event description:
As reported, approximately 10 years and 1 months post the initial right total knee arthroplasty, the patient complained of instability and pain and was revised. The patient alleges that their knee failed prematurely due to degradation of the polyethylene component. The patient has experienced daily pain and discomfort in his right knee which has limited his activities of daily living and impacted his quality of life. The patient has suffered debilitating injuries and damages, including but not limited to pain and discomfort, swelling, gait impairment, poor balance, component part loosening, soft tissue damage, bone loss, bone damage, and other injuries presently undiagnosed, which all require ongoing medical care. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis wear over the course of 10 years of implantation. Additional reasons for the reported revision may be instability, component loosening, and inclusion of the polyethylene in the packaging recall. However, the reported instability and loosening could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.